Event description:
Attorney's report of patient's alleged abdominal pain, adhesions and mesh explant due to defective mesh. In 2003, the patient underwent exploratory surgery, during which the mesh was excised in pieces and adhesions were lysed. In 2004, the patient underwent surgery for removal of the remaining mesh, which was adhered to the abdominal wall.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.